Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported an infusion set leak at the site. The customer reported blood glucose value of 320 mg/dl, and the hyperglycemic event was treated by changing of infusion set. The event involved product(s) mmt-7040ma, mmt-1884, mmt-431ag, mmt-342g. Troubleshooting was performed for hyperglycemia. Customer experienced hyperglycemia more than 4 hours. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for infusion set leakage issue and customer was advised to replace the infusion set. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-1884, mmt-431ag, mmt-342g.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches.the pump properly paired with the guardian link 4 transmitter. No communication anomaly noted. No communication-between pump & xmtr not confirmed.the following were noted during visual inspection: scratched case and pillowing keypad overlay.the sc1 cap and reservoir locked properly into reservoir compartment during testing.history download was successful using thump and carelink upload was successful. The pump was received with a depleted magnavox alkaline battery installed.no damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 14-mar-2026 listed on smartsolve due to insufficient data in the trace/history files.on the primary svn (B)(4), perform the history review 1 week from the event date 14-mar-2026 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2026 10:58:00.000, 1 sensorerroralert (801) on (B)(6) 2026, and 1 lostsensor1alert (780) on (B)(6) 2026.the pump properly paired with the guardian link 4 transmitter. No communication anomaly, lost sensor alert or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 12:11:59 am. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert.the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged high bgs.exposure to moisture (infusion set leak) not confirmed.no communication-between pump & xmtr not confirmed.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.